Event description:
The caller reported that her husband's tube was changed seven days ago and the current tube has a pilot balloon leak. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.